Event description:
It was reported that the right and left ventricular leads dislodged. A defective helix was also noted on the right ventricular lead. The lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: n141, ICD, implanted (B)(6) 2013; 4076-45, lead, implanted (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Blood was noted on the distal electrode.